Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device. An assessment was performed on the device which determined that the motor was blocked, seized and running rough. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the ¿gradually adjustable running speed¿ on the compact air drive device ¿ceased to function.¿ according to the reporter, it was not possible to retain full control of the air pressure on the device. The reporter indicated that the device could be exchanged during the surgery without significant delay. There were no delays to the planned surgical procedure as a spare device was available for use. It was reported that there was no patient involvement. There were injuries or medical intervention reported. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.